Event description:
It was reported that drive head error message occurred when device was first turned on. (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer for investigation. During an initial evaluation, the reported error message "head error" was confirmed. The device was forwarded to a supplier for further evaluation and repair. During the suppliers investigation, a defect on an electronic board of the rotaflow drive in question was confirmed. The electronic board was replaced. The device was successfully tested to factory specifications. Based on the information available to the manufacturer at this time, the reported error message "head error" could be confirmed. This failure was caused by a defect on an electronic board. It remains unknown what caused the defect on the electronic board.

Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device in question will be investigated by a service technician of maquet. A supplemental medwatch will be submitted when additional information becomes available.